Manufacturer narrative:
Date of event: requested but unknown. Device was not implanted. The actual device has not been returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, and the retention samples of the involved product code/lot number combination. Visual inspection revealed no defects. Retention samples were evaluated for adhesive hold and cannula stiffness test and all samples were compliant per iso 9626. A review of the lot history files was conducted with no findings. Prior to shipment, qc conducts outgoing visual, functional and sensory inspections and all samples for the complaint lot passed. The investigation results verified that the retention sample was the normal product. Without the return of the actual device the exact cause cannot be definitely determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that while administering vivitrol using the 2-inch needle, the needle popped, and broke off. The nurse reported that as she was injecting the medication while the needle popped, broke off and the medication was still in the syringe or some of it was after it exploded as the nurse was pushing it in. The needle popped off the syringe so the nurse attached the needle to the syringe and the top part to the needle was still on but the needle broke off. The needle broke off inside the patient, but the nurse was able to the pull it out. The nurse confirmed she followed instructions for preparing vivitrol per the prescribing information and the vivitrol kit was taken out of the refrigerator to allow it to reach room temperature prior to preparing it for administration. The medication could not be administered as medication spilled onto patient and floor therefore the patient did not receive the dose of medication.